Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. Upon evaluation of the device, the seal mechanism was found to be slightly open. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic panproctocolectomy procedure, after about one hour into the operation, the port was significantly leaking from the universal seal. It began by making a hissing noise which gradually got worse throughout the procedure. Pneumo was lost a couple of times, however, unclear as to whether this port was the cause. It is unknown how the procedure was completed. There were no adverse consequences for the patient.